Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2005; product ID: dtba1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to suddenly feeling light headed and profound dizziness. An interrogation showed that the right ventricular (rv) lead triggered a lead warning for high and varying impedance, noise and short v-v counts. In addition, due to the noise there were periods of pacing inhibition. A lead fracture was suspected. Initially, reprogramming was done on the lead and subsequently the lead was capped and replaced. No further patient complications have been reported as a result of this event.